Event description:
It was reported that in the day following the implant procedure, the right ventricular (rv) lead and the pacemaker had dislodged from the implant site allegedly as a result of the rv lead length. The physician extracted and implanted a new rv lead and repositioned the pacemaker in the device pocket to resolve the event. No patient consequences were reported.